Manufacturer narrative:
The lot/serial number is not available. The review of the manufacturing paperwork could not be completed. Also was explanted a contralateral leg component (unknown). The explant analysis: the brand and model were not reported by the surgeon but the macroscopic analysis led us to say that it might be gore® excluder® aaa endoprosthesis. The bifurcated body is about 88 mm in length and has a proximal diameter of 26 mm and distal diameters of 14 mm. The macroscopic analysis of the explanted devices reveals some defects such as tears on the eptfe membrane and stent ruptures. These anomalies could have been caused during the explantation. In order to obtain further information, an in-depth analysis has to be carried out after the cleaning of the endografts. Further information was requested.

Event description:
On an unknown date devices were implanted in an age-unknown patient. On an unknown date devices were explanted due to the unknown cause. The brand and model were not reported by the physician but the macroscopic analysis led to say that they might be gore® excluder® aaa endoprostheses. The clinical history has not been reported by the surgeon.

Manufacturer narrative:
The additional information regarding this event was requested but not available as the patient was treated at another hospital. The explant analysis is in process. Further information will be provided.

Manufacturer narrative:
The devices were returned for investigation. The explant analysis shows the following: submitted in formalin was a gore® excluder® aaa endoprosthesis; one trunk fragment ¿ ipsilateral leg endoprosthesis (segment 1), one contralateral/ ipsilateral leg endoprosthesis fragment (segment 2) and one unidentified fragment (segment 3). Tissue present: yes. Minimal, scattered plaques of friable red brown material. All lumens are widely patent. Comments: segment 2 was contained within the ipsilateral leg of segment 1. Segment 3 was free floating and appears to be either a fragment of the distal ipsilateral leg of the trunk or a fragment of a contralateral leg or an iliac extender. From gross images all material disruptions (i.e., material transections/ cuts and wire fractures/ displacement), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) and grasping/ pulling with surgical instrumentation (i.e., hemostat or forceps), likely used during the explant procedure. Based on review of the report and conclusion, no additional analysis is requested. Based on the available information, the cause of explant could not be determined. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Manufacturer narrative:
Further information was requested.